Event description:
The valve was explanted due to mitral insufficiency with reduced left ventricular function. Intraoperatively, there were some areas of peri-prosthetic "break-down". The valve was replaced with a 33mj-501.